Event description:
Put sterile latex gloves on to perform procedure. Gloves on approx 25 mins. When taken off, noticed red, hot, itchy hands, severe hives documented. Benadryl 25 mgm po taken q 6 hrs for 48 hrs. Redness & itching lasted 48 hrs after the event. (Individuals first exposure to latex gloves).